Manufacturer narrative:
(B)(4). Final analysis of the pulse generator found epoxy on the spring. This could cause the intermittent high lead impedance reported. (B)(4).

Event description:
It was reported that the pulse generator exhibited high lead impedance. The device was explanted and replaced. There were no adverse consequences to the patient.